Event description:
It was reported that there was a question as to whether the implantable cardiac monitor (icm) is undersensing. It was also reported that there was no medical intervention and the icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.